Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Hcp said the device was no longer working and the patient wants it removed. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient will be getting the device removed from her body on (B)(6) 2020, because it stopped helping with her symptom control and that her symptoms had been getting progressively worse. The caller stated that the device stopped helping with her symptom control "at least 8 months ago". The caller indicated that she just wanted to call as a courtesy. Patient services reviewed what to do with the external equipment if desired. No further complications were reported.